Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to unknown reason. Additional information has been requested but it has not been made available as of the date of this report.